Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was isolated to u409 being shorted on the computer/analog board. There were also multiple thermally damaged components on the defibrillator and ca boards, causing high voltage travelled to low voltage circuitry and damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.